Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a piece of plastic fell out of the 1mtec30 cartridge into the patient's ocular dexter (right eye) during insertion of the zmb00 model intraocular lens (iol). The doctor removed the plastic fragment after noticing it during surgery. There was no damage noted, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as no complaints or issues post-op day one and no complications. The zmb00 iol remains implanted in the patient's ocular dexter and the piece of plastic is not available for return. No further information is available.